Event description:
Patient called out from inside the shower. When the rn arrived she found the patient sitting on the edge (side) of shower chair that had collapsed. The leg of the shower chair had bent under itself. The patient stated she hit her self in the elbow and hip. The rn saw the patient supporting their self on the chair. The rn took the broken chair out of the shower and replaced it with a new one. The rn found no apparent injury to the patient's right elbow or right hip. Md was notified and assessed the patient. Patient was okay. We believe the weight capacity of this shower chair was 400 lbs because a similar model 7921 has a 400 lbs capacity. The patient weight was well below this limit. There haven't been any other reported incidents, but after examining more chairs throughout the hospital, I have noted that many of them have slightly bent and loose legs.